Manufacturer narrative:
Analysis of historical records. Orthofix srl checked the internal records related to the controls made on this specific lot before the market release. No anomalies have been found. The original lot, manufactured in 2011, was comprised of 117 devices. All of them have already been distributed to the market. According to orthofix srl historical records, no other similar failures have been reported from this specific device lot. Tech investigation: the returned device, received on (B)(4), 2012 is currently under technical investigation. As soon as the results of the technical investigation will be available, orthofix srl will provide you with a follow up report. Orthofix srl has requested to the hosp involved pt¿s details included the current health condition and copy of the pre and post operative x-rays. Unfortunately, this info has not yet made available. Orthofix srl continues monitoring the device on the market.

Event description:
The info provided by the territory mgr stated: ¿during surgery, the head of the titanium locking screw, code 99-t74420, broke. The breakage occurred by tightening the screw normally. The shaft of the screw was left in the nail applied in pt¿s humerus. No adverse effects for the pt have been reported.¿ (B)(4).